Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was unable to get the pump to recognize the new battery. During the morning there was a low battery and no power error. The customer's blood glucose level was 295 mg/dl. The customer declined troubleshooting for the high blood glucose. They were advised to wait for the insert battery alarm before inserting a new battery. They were also advised to use a new battery that was not expired and was not stored in a cold environment. Additionally, the customer also experienced a bent cannula on (B)(6) 2017. The customer's blood glucose level during the bent cannula was 575 mg/dl. The cannula was not inserted into the body and the insulin was dripping under the adhesive. The customer had changed the infusion set. The device will not be returned for analysis.